Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is included in the field advisory for this model. Evaluation summary: preliminary testing confirmed the reported no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires. Other text : trueisigma 300 srimplantable pulse generator, it was reported that during regular follow-up, the device couldn't be interrogated and there was no stimulation. Last year's follow-up determined the longevity of the device was at least four years. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event interrogate, difficult to pace, failure to.

Event description:
It was reported that during regular follow-up, the device couldn't be interrogated and there was no stimulation. Last year's follow-up determined the longevity of the device was at least four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.